Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A viperwire flextip guide wire was selected for treatment of a distal lesion located in the left anterior descending artery. The guide wire encountered vessel loops as it was advanced towards the lesion, and the orbital atherectomy device (oad) was delivered to the lesion with the use of the glideassist function. As the oad was advanced, the guide wire inadvertently moved further distal from the lesion into a vessel loop, and was retracted to the target lesion to begin treatment. The oad may have come into contact with the guide wire during treatment, and the guide wire fractured as a result. The fragment was retrieved with the use of a snare and the procedure was completed with stent placement. The patient was in good condition.

Manufacturer narrative:
The guide wire was received at csi for analysis. Visual examination revealed the guide wire had fractured at the proximal solder bond, and it exhibited signs of having been spun over by the orbital atherectomy device (oad). Scanning electron microscopy confirmed the core wire fractured due to excessive torsional forces. The proximal spring tip solder bond exhibited rotational damage and flattened filars, a result of the spinning driveshaft having encountered the spring tip, causing the fracture. At the conclusion of the device analysis, the reported event that it appeared the oad came into contact with the guide wire and the guide wire fractured as a result was confirmed. The diamondback 360® coronary orbital atherectomy system instructions for use manual states: "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viper wire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).